Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2202, the patient experienced muscle cramping and muscle weakness while his cgm displayed 70 mg/dl with a down arrow. A bg was performed which was 600 mg/dl and the spouse called emergency medical services (ems). Ems transported the patient to the hospital where he was admitted, treated with IV fluids, an insulin drip, and diagnosed with diabetic ketoacidosis (dka). The patient was released from the hospital an unspecified amount of time later. At the time of the report, the patient was in stable condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.